Event description:
It was reported to boston scientific corporation that a one step button initial placement button gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the loop wire on the end of the peg tube detached. The remainder of the tube was removed endoscopically. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button initial placement button gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure the loop wire on the end of the peg tube detached. The remainder of the tube was removed endoscopically. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown; however, over 18 years old. Reported event of loop wire detached from peg tube. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination found the delivery system with button, sheath, red strip and tear strip (suture) still intact. The pullwire was attached to the wire loop of delivery system. The dilating tip with wire loop was pulled out of the proximal end of the delivery system c-flex tubing. The inner diameter of the c-flex tubing was measured and found to be within specifications. The outer diameter of the dilating tip was measured and found to be within specifications. The returned unit was consistent with the complaint incident that the dilating tip with wire loop detached. The delivery system dilating tip detachment during placement most likely occurred because of excess tensile force to the device during placement causing the c-flex tubing to be pulled off the dilating tip. Therefore, the most probable root cause is operational context. A review of the device history record was performed for one step button kit 24/3.4 pull lot 14132045 and revealed no issues related to this complaint.